Event description:
It was reported that premature battery depletion was noted on the patient's implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.

Event description:
New information received indicates that the battery depletion was considered normal due to high output.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.